Event description:
It was reported the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 1621mg/dl by the time the paramedics were called. Troubleshooting was performed. The caller stated that the insulin pump has blank display. Instructed the nurse to remove the battery for 10 minutes and to insert a new battery. The caller stated that the display did return. Reviewed the alarm history and found an error alarm. The nurse stated that there is a piece missing around the battery compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.